Event description:
Customer reportedly received results of 90 mg/dl and 440 mg/dl within 10 minutes on the advantage system. Customer was unsure which test system producted which result. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550941, expiration date 06/30/2010).